Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2000, the patient was treated at the emergency room by medical professionals with insertion site change, intravenous fluids, and insulin injection. No blood glucose reading or any associated symptom was provided. The patient allegedly discontinued pump therapy without any information provided regarding setting adjustments to the pump. The reporter alleged that there was an intermittent power issue with the pump at the time. It was reported that the battery compartment was cracked but no evidence of moisture or corrosion in the pump was noted. No information was provided regarding the condition of the battery cap. Because the reported event happened 15 years ago, the reporter was uncertain of some of the information associated with the event. This complaint is being reported because the patient experienced bg excursion that required medical intervention, and the event allegedly was related to an intermittent power issue due to a cracked battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.